Event description:
It was reported that a female patient hospitalized with endocarditis being treated with v.a.c. Therapy for a coccyx stage IV pressure ulcer experienced bleeding. The would care nurse indicated that the patient underwent surgical debridement prior to placement on v.a.c. Therapy. The wound care nurse further indicated that 50 cc of blood was noted in the canister and v.a.c. Therapy was stopped, pressure applied and the physician was called to evaluate the wound. The physicians note indicates that the patient experienced a small vessel bleed and three sutures were applied at the bed side under local anesthesia. According to wound care nurse, patient was stable and experienced no further complications.

Manufacturer narrative:
According to the wound care nurse, there was no product malfunction and the healthcare professionals were trained in the use of v.a.c. Therapy. The wound care nurse in charge of the patient stated that v.a.c. Therapy was started to soon after surgical debridement. This case is being reported because the condition of the patient required medical intervention to resolve.